Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the screen went white. Rebooting the system restored functionality. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.